Manufacturer narrative:
Results of final device analysis were not complete at the time of this report. A follow-up report will be sent when product evaluation has been completed.

Event description:
It was reported that the patient's left-sided dbs device implant was replaced due to (wire) breakage. No patient symptoms or device troubleshooting were provided. The patient has recovered without sequela. Refer to MFR report# 6000153-2007-03526.